Manufacturer narrative:
Additional information: patient demographics provided. The surgeon completed the procedure with the use of the navigation system. There was a reported delay to the procedure of less than 1 hour due to this issue. A second medtronic imaging system was brought into the operating room (or) to complete the procedure.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. It was reported that the issue had not repeated at the site since the reported issue. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis. Supplemental aro information is as follows: location of aro: (B)(6). Number of persons exposed: 1. Number of persons adversely affected: 0.

Event description:
A site representative reported that, while in a procedure, the image acquisition displayed only one fifth of its entirety on the viewing station of the imaging system. It was reported that a second image acquisition was performed without resolution. There was no known impact on patient outcome. No additional information was provided.